Manufacturer narrative:
B2 - retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy was turned off when they connected, patient confirmed that they did make any changes to the therapy and that they remember feeling a stimulation after the surgery. Patient decided to turn on the therapy and adjusted the stimulation to a comfortable level, agent redirected to healthcare provider (hcp) for assistance. Patient stated that a couple of days after they came home from the surgery they had some retention and it got better. Patient stated they called the manufacturing representative (rep) and they told them that the program was done for them and they should not touch it. Agent reviewed therapy information and general programming guidance with patient. Patient mentioned they have another appointment with their hcp in a month and they will go over everything. Agent provided technical services number for hcp to call if they have any questions about MRI mode.